Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the patient arrived at 2:00am from the emergency room due to gouty arthritis, complaining of right foot pain. The patient was then admitted in pre-op/surgicenter at 6:10am for urological procedure (kidney stone). Patient was then started on vancomycin as ordered. It was noted that the patient received vancomycin twice already from a previous procedure according to the physician. It was noted that the patient became flushed, diaphoretic, and unresponsive. Vancomycin infusion was then stopped, code blue was started, CPR initiated and epinephrine was given as ordered. Patient was given lactated ringers solution levophed, dopamine drip, and vancomycin. Patient was transferred to intensive care unit after resuscitation, and was intubated and ventilated. The customer declined to disclose the patient's outcome. It was then noted by the customer that is is unknown if there was a pump issue and they are requesting the manufacturer to analyze the device logs. The incident resulted in an serious injury to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient arrived at 2:00am from the emergency room due to gouty arthritis, complaining of right foot pain. The patient was then admitted in pre-op/surgicenter at 6:10am for urological procedure (kidney stone). Patient was then started on vancomycin as ordered. It was noted that the patient received vancomycin twice already from a previous procedure according to the physician. It was noted that the patient became flushed, diaphoretic, and unresponsive. Vancomycin infusion was then stopped, code blue was started, CPR initiated and epinephrine was given as ordered. Patient was given lactated ringers solution levophed, dopamine drip, and vancomycin. Patient was transferred to intensive care unit after resuscitation, and was intubated and ventilated. The customer declined to disclose the patient's outcome. It was then noted by the customer that is unknown if there was a pump issue and they are requesting the manufacturer to analyze the device logs. The incident resulted in an serious injury to the patient.